Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and although abbott vascular (av) did not confirm the reported balloon leak, a leak at the distal end of the hub was identified. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid superficial femoral artery (sfa) with mild tortuosity and heavy calcification that was 99% stenosed. Resistance was not felt during advancement of the 6 x 200mm armada 35 balloon dilatation catheter (bdc)through the lesion and it crossed successfully. The balloon ruptured and leaked contrast during the first inflation at 8 atmospheres. A non-abbott replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.